Manufacturer narrative:
Date of report: november 20, 2007.

Event description:
Procedure: laparo cystectomy. According to the reporter: when the surgeon was trying to open the bag inside the body, it fell off into the cavity. Surgeon was able to retrieve the bag. No injury was reported.